Event description:
On (B)(6) 2013, the pt had a single level lumbar pedicle screw construct implanted. Then on (B)(6) 2013, it was reported to pioneer surgical that in a pt f/u it was determined that one of the screws had disassembled. The surgeon has not revised, but will be monitoring this pt going forward.

Manufacturer narrative:
Surgeon said he will monitor this pt and not revised at this time. Little is known about this occurrence because the devices remain implanted.